Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse took out the panel and placed it again. The unit was then repaired and cleared for clinical use.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit does not fit well in the cart. There was no patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit does not fit well in the cart.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.